Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault alarms was confirmed via the submitted log files. The log files revealed a driveline power fault alarm activating on (B)(6) 2025, 7:51:12 and clears by (B)(6) 2025, 12:37:24. Similarly, the driveline power fault alarm reactivates on (B)(6) 2025, 8:15:21 and clears by (B)(6) 2025, 11:39:40. The alarms were associated with a power_b broken fault. The driveline is disconnected on (B)(6) 2025, 11:43:59, consistent with the reported controller exchange. The alarm did not affect pump operation. No other notable alarms were observed. Log files post controller and modular cable exchange were also submitted and revealed routine events with no reoccurrence of the alarm. The modular cable (lot: 10601034) was returned for testing. Testing yielded unremarkable results. The modular cable passed all tests and functioned as intended. The reported alarms were not reproduced. Per provided information, on (B)(6) 2025, 12:37:24, the driveline power fault alarm was cleared through the ¿clear driveline power alarm¿ button on system monitor and log files were downloaded. The driveline power fault alarm reappeared on (B)(6)2025 and was reset once again successfully. On (B)(6) 2025, the modular cable and system controller were exchanged. On (B)(6) 2025 log files were downloaded and reportedly captured the system functioning normally. Per provided information visual inspection of the pump cable revealed no abnormalities, signs of corrosion or damage were not noted on both modular cable ends, and the system controller driveline socket. A root cause for the reported event could not be conclusively determined through this investigation. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including driveline fault alarms. Heartmate iii instructions for use section 2 - ¿system operations¿ and heartmate iii patient handbook section 2 - ¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. Heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for and inspect the equipment, including the modular cable and system controller. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted for review due to a driveline power fault. The pump cable and modular cable hadn't experienced any trauma, and the system controller was in good visual condition. The modular connection had been properly connected and secured. On 20jul2025 at 12:37:24, a driveline power fault alarm was reset through "clear driveline power alarm" button on the system monitor. The event log file recorded a driveline power fault at 20jul2025 at 07:51:12. Motor function was not affected by this event. The data indicated that the fault was cleared at 12:35:50. It was noted that there was a reduction in the amount of current measurement across power b. This reduction raised driveline power fault alarm associated with a power_b_broken controller fault flag. Log files were downloaded and after reset. Driveline power faults alarm reappeared on 21jul2025 and was reset successfully. On 21jul2025 at 11:44:18, the modular cable and system controller were exchanged at the same time. On 22jul2025, log files were downloaded, and the left ventricular assist device (lvad) appeared to be functioning normally. The recorded current readings measured across pwr_a and pwr_b were equal.